Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 heater wire partially dislodged from the jaws. The reporter stated "right when starting ligation, after only 2 or 3 burns, could see into the tunnel and saw a piece of metal on the jaws. The product was pulled out of the tunnel and when the jaws were opened, the wiring inside the jaws (that conducts the heat) had partially pulled away". A replacement unit was used to complete the procedure. The hospital did not report any patient effects. Maquet cardiovascular anticipates return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. (B)(4).